Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, in kiel, germany, indicated that this event would not be associated with the device but rather would be related to user technique.

Event description:
The rptr claimed that only a few threads of the g/k small extraction shaft go into the nail causing limited stability, which leads to the breakage and damage of the threads of the adapter. This event did not cause any adverse consequence to the pt or surgical delay.